Event description:
Customer reported that 7 corrected reports were issued for glucose.

Manufacturer narrative:
The event is under investigation at the manufacturer. The customer reported that after performing maintenance and qc, error flags indicating abnormal od's (optical density) led to discovering a cuvette overflow and inaccurate glucose results. All pt samples were repeated. Glucose results were corrected because repeated results were more than 10% of original value (per lab policy). No information has been received to suggest any ill effects associated with this event. This event is being filed in an excess of caution.